Manufacturer narrative:
Restenosis is a known adverse event associated with coronary stenting as noted in the xience v instructions for use. Additionally, restenosis and hospitalization are listed in risk assessment as no-fault post-procedure complications. There pt effects are not necessarily an indication of a product quality deficiency. As there was no reported product malfunction at the time of the procedure, there does not appear to be any indications of a stent delivery system quality deficiency. A conclusive cause for the reported pt effects and the relationship to the product, if any, cannot be determined; however, there is no indication of a product quality deficiency.

Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via a trial that three xience v stents were implanted in the pt in 2008. A 3.5 x 28 mm xience v was implanted in the mid left anterior descending artery (lad), a 3.0 x 12 mm xience v was implanted in the first obtuse marginal, and a 2.5 x 23 mm was implanted in the right posterior descending artery. During a follow-up visit in 2009, restenosis was noted in the 3.0 x 12 mm xience v located in the first obtuse marginal. Ptca was performed to treat the restenosis. No add'l event or pt info is available.